Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server did not receive new erx build. A technical support specialist resolved the issue by identifying that the dosage form value exceeded the expected length and was being truncated by pyxis. The specialist advised customer editing the source file to use the truncated version of the dosage form value to align with pyxis database constraints. Customer acknowledged the resolution and gave permission for case closure. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, did not receive new erx build. The (B)(6) team had created two new automated dispensing system identification (ads ID) entries and sent them to pyxis, but they did not appear in the approval queue even after two hours. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the concomitant med prod data.

Event description:
It was reported that when using the bd pyxis¿ es server, did not receive new erx build. The epic team had created two new automated dispensing system identification (ads ID) entries and sent them to pyxis, but they did not appear in the approval queue even after two hours. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.